Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one sample. (Customer provided reference range was 0 - 0.034 ng/ml). Initial result was 1.537 ng/ml. New sample result was 0.002 ng/ml. The original sample with the 1.537 ng/ml was retested and result was 0.002 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 51579ud01 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house accuracy testing was completed using an in-house retained kit of lot 51579ud01. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I assay for lot 51579ud01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number: (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the u.s., list number 2r98 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one sample. (Customer provided reference range was 0 - 0.034 ng/ml). Initial result was 1.537 ng/ml. New sample result was 0.002 ng/ml. The original sample with the 1.537 ng/ml was retested and result was 0.002 ng/ml . No impact to patient management was reported.